Event description:
It was reported that the device's display was distorted. The customer then cycled power the device and it cleared the problem. There was no pt use associated with this event.

Manufacturer narrative:
The customer confirmed that they were unable to duplicate the reported event. No device failure was found, and the device has been returned to service. The device will not be evaluated by physio-control. The root cause of the reported failure cannot be determined.